Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that she was unable to locate the tampon string to aid in removal of the product. The consumer manually removed the product without medical assistance. The consumer experienced pain, scratching and bleeding during removal of the product. No medical treatment was required.